Event description:
It was reported by the patient that the previously working remote monitor was unable to receive power, even with new batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
The patient reported that the previously working remote monitor did not power on. Troubleshooting steps were taken to ensure replaced batteries were correctly inserted. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit board assembly. Due to this condition the monitor was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.